Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline communication fault alarm was not confirmed. It was reported that the alarm was resolved by exchanging the modular cable. The system controller was also exchanged as part of the modular cable exchange. The submitted log files were from the controller that the patient switched to; log files from the controller that the driveline communication fault alarm occurred on were not provided. No product was returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. Device history records could not be reviewed as the lot number of the product is unknown. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the driveline communication fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 IFU section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook section 10 and heartmate 3 ifusection f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. Heartmate 3 patient handbookcautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's primary controller was exchanged for their backup controller. The driveline communication fault resolved after the modular cable was exchanged.

Event description:
It was reported that the patient experienced a driveline communication fault alarm on (B)(6) 2023. The driveline appeared physically unremarkable. The patient noted they had previously experienced a driveline fault issue and their modular cable had been replaced at that time: the alarm that had occurred at that time was a driveline power fault. The modular cable was exchanged; it was unclear if the controller had also been exchanged. Log file analysis contained limited data from the patient's backup controller, including initial power up alarms as well as backup battery fault alarms for end of service life. The backup controller's log files also contained the driveline power faults that had occurred in 2021. The driveline communication fault resolved.

Manufacturer narrative:
The patient's driveline power fault event from 2021 is reported under MFR #: 2916596-2021-07829. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.